Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted that all of the clear connectors were damaged/deformed. A functional evaluation was not performed due to the condition of the sample received. The lot number is unknown therefore the device history record could not be reviewed. The complaint was found to be inconclusive due to the poor condition of the sample. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow; as a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed without further issues on the new set of pads.